Event description:
Customer had an issue with her sensor. The sensors are miscalculating. Customer stated that she had the insulin pump in threshold suspend and was not allowed to resume the basal. Customer has low blood glucose reading of 60 mg/dl. Customer has treated with orange juice. The blood glucose reading increased to 72 mg/dl. Customer reported a hospitalization due to high blood glucose. Customer had a faulty infusion set. The blood glucose reading at the time of the event was 499 mg/dl. Diagnosed diabetes ketoacidosis. Customer was vomiting, very weak, light-headed and dizzy. Customer was hospitalized for three days in ICU. Hospital treated with IV. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.